Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: user error: improper initial implant size selection, using too long of an implant or installing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient reported left leg pain following the initial procedure. The surgeon later determined that the superior positioned implant was malpositioned anteriorly and was impinging on the neuroforamen. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the superior positioned implant. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.